Event description:
It was initially reported that the device had an illuminated service wrench icon. The customer was informed that the device was no longer under warranty and the customer was going to work with their sales representative regarding the purchase of a new device. The device was later traded-in and upon evaluation by physio-control, it was observed that a critical event code was logged in the device that would prevent the device from delivering defibrillation therapy.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was determined that the cause of the reported failure was due to integrated circuit chip, designator u8, on the main pcb assembly.